Manufacturer narrative:
D9: date returned to mfg.: 1/31/2024. Device evaluation: one device sample was received in used condition without original packaging. Per visual inspection, it was detected that the tube had a split. The complaint was confirmed. No other analysis was performed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Based on the analysis performed this type of condition could be generated during use in the patient by stretching the product with excessive force, use of sharp tools on the product or during reprocessing of sample for subsequent uses due to improper handling or use of non-recommended lubricants or cleaning solutions that could damage the product. Root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. The failure mode will continue to be monitored for threshold or escalation.

Event description:
It was reported that the tracheostomy tube was broken. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.reporter phone: (B)(6).